Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient had a retroarc sling implanted on (B)(6) 2013. The physician used "local anaesthesia lidocain (60ml 0.5% xylocain) in combination with midazolam (dormicum 7.5mg p.o.) And piritramide (dipidolor 5mg i.v.) Analgesia." The procedure lasted about 32 minutes and the cystoscopy was indicated to be "ok." There were " no postoperative voiding dysfunctions, pvr=0ml." It was reported that, "pain during the procedure vas 8/10." The patient was discharged from the hospital 3 hours after the procedure. It was noted that, "sliding of the vinilcovered tape through the tissue not smooth. Difficult passing of the pubocervical fascia, retropubic space and abdominal wall due to larger circumference of the tape-to-needle connection as compared to the needle circumference." No further complications were reported